Event description:
Customer's mother reported that the insulin pump was not delivering insulin properly and the customer was experiencing a high blood glucose level as a result. Blood glucose level was 306 mg/dl at the time of the call. Customer's mother stated that the insulin pump was not priming properly and was giving the customer constant ketones. Customer's mother stated that the insulin pump was giving a significant amount of resistance, but drops of insulin were exiting. Customer's mother stated that the high blood glucose level was being treated with an insulin pen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The device was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in the bolus history screen. No prime, prime/fill anomaly or delivery anomaly noted. The unit had cracked display window corner and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.